Event description:
Related manufacturer reference number: 2017865-2021-31324. It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right ventricular and atrial leads exhibited loss of capture and decreased sensing. Fluoroscopic imaging was performed and the rv and atrial lead were both found to be dislodged. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.